Event description:
It was reported when using the pyxis medstation es system that it had a keyboard and touchscreen failure. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no findings were available. A field service engineer verified that the keyboard was operational and confirmed the customer resolved the issue. The system functioned as intended after the field service engineer verified the device. A supplemental will be created if additional information is received from the customer.